Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 11 minutes: 569 mg/dl, 214 mg/dl, 111 mg/dl, 289 mg/dl, 332 mg/dl, 236 mg/dl, and 228 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device.